Manufacturer narrative:
The reported events of increased lead impedance and poor sensing were confirmed. As received, a complete lead was returned with the connector sleeve and guidewire partially inserted in lead. Examination of the lead found the connector boot appeared to be larger in one area. Insertion test confirmed that the lead could not be fully inserted into the returned connector sleeve or the test connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field events of high lead impedance and poor sensing. The test lead could be fully inserted into the returned connector sleeve, and the dimensions of the returned connector sleeve were measured within product specification.

Event description:
During implant procedure, increased capture threshold resulting in a loss of capture, increased pacing impedance and low sensing was observed on the left ventricular (lv) lead. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.

Event description:
During implant procedure, increased capture threshold resulting in a loss of capture and increased pacing impedance was observed on the left ventricular (lv) lead. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.